Manufacturer narrative:
It was reported by the hospital's biomedical engineer that the pump was not retrieved and will not be returning to the MFR for eval as the family did not consent to an autopsy. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from the (B)(4) registry. The report indicated that the pt was admitted to the hospital with signs of hemolysis. A transesophageal echocardiogram was performed. Thrombus could not be ruled out in the pump. The pt was started on heparin and bridged to coumadin. The pt expired 10 days later. Additional information was received from the hospital's nurse that when the pt was admitted, she completed and exit site dressing she had placed 3 weeks prior. The pt admitted to not changing the dressing during that period. The exit site was red, painful with purulent draining coming from the site with dried purulent drainage also being present. The nurse reported that the pt expired due to sepsis from noncompliance with dressing changes.